Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory all sealplugs were found to be intact and all setscrews moved freely. The white substance in the right ventricular (rv) port was confirmed by visual inspection and x-ray. The tip of the rv port behind the rv tip terminal block was white but is expected to be clear. The rv tip sealplug and setscrew were removed from the device and it was noted that the white substance appeared to be particles or crystals. An accumulation of the substance was seen on the lower threads of the terminal block and on the setscrew threads. Analysis noted that the amount of substance in the rv lead tip lead bore would have prevented full insertion of the lead. The field reported that the lead had passed the tug test during the implant procedure, however it is concluded that the rv lead could not have been fully aligned with the df-4 ring coils at that time. The substance was sent for further testing and was identified as having the elemental signature that is consistent with the soda blast manufacturing material.

Event description:
Boston scientific received information that during the implant procedure the physician's assistant noticed a white coloration in the back of the right ventricular (rv) port of this cardiac resynchronization therapy defibrillator (crt-d). Boston scientific technical services (ts) was contacted and discussed that the port should be clear. It was noted that when the rv lead was connected to the device a tug test to check connection was successfully performed and the lead also yielded good measurements. However due to the inconsistency with the color in the rv port, the physician opted to not implant the crt-d. This device was attempted and not implanted. A new device was successfully implanted. No adverse patient effects were reported.